Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for an episode of atrial fibrillation (af) with rapid ventricular response which was detected as ventricular fibrillation (vf). In addition, chronically low r-waves were noted. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.